Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch #478c32. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded. The reload was received fully fired with the swing tab in the locked position. In addition, a second reload (b) was received with the swing tab in the unlocked position. The reload had the proximal 1 driver up without staples, and the remaining drivers down with staples present. The device was tested for functionality with the returned reloads. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The reported event was confirmed and related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 478c32, and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Date sent: 9/12/2023 additional information was requested, and the following was obtained: 1. Could you please provide more details for "longer surgical time with second consult"? 2. Could you please clarify how long was the delay (hours/minutes)? 3. Could you please clarify if there were any patient consequences? 4. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Answer : 1) we had to wait almost half an hour for a second consult to arrive to give his opinion on what needed to be done to rectify the mistake caused by the misfire. 2) over all it probably added an hour onto the procedure time in total 3) the patient did become unwell the following days but we believe this is non-related. 4) the patient just had to be more closely monitored for signs of a leak from the anastomosis.

Event description:
It was reported that during an unknown procedure the linear cutter was opened, noticed that some of the staples looked like they were partially out of the stapler, reload applied as surgeon was not happy with the staples. The linear cutter was applied to the bowel and closed and and fired, upon taking off the cutter did not fully fire and was left with a partially closed anastomosis and difficult to repair. There was a longer surgical time with second consult, over sewed the anastomosis. The patient was under prolonged anesthesia.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details for "longer surgical time with second consult"? Could you please clarify how long was the delay (hours/minutes)? Could you please clarify if there were any patient consequences? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.